Event description:
It was reported that this lead exhibited a loss of capture and was found to have dislodged. It was also noted that sensing was low, and the threshold was high (6.0 v at 2.0 ms). During revision surgery, the lead was difficult to remove, and a portion remained in the patient following completion of the procedure. The explanted portion is not expected to be returned. No patient complications were reported.